Event description:
It was reported that the ilet user experienced an occlusion alert that persisted for about an hour, during which insulin delivery was stopped. After disconnecting and performing a fill tubing, visual drops were observed, the user confirmed priming, reattached, and the alarm cleared, with education provided that dosing pauses during the alert. Symptoms included hyperglycemia with a peak of 196 mg/dl and the user describing feeling ¿fuzzy brained.¿ outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to not understanding that an occlusion had occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.